Event description:
It was reported that angiocath plus 22ga x 1in had foreign matter. The following information was provided by the initial reporter: foreign material discovered in angio cath 22g.

Manufacturer narrative:
H6: investigation summary: one sample was received by our quality team for evaluation. The sample was subjected to visual inspection to check for foreign matter. A white loose threadlike foreign matter was observed on the catheter. The white loose threadlike foreign matter was sent for ftir (fourier transform infrared spectroscopy) testing to determine the foreign matter type. The results indicate that the spectrum matches reasonably with that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton, and similar materials are composed of cellulose. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the ftir results, the foreign matter is determined as a cellulose based material. The manufacturing process was reviewed and there is no cellulose based material used in the machine. Also, as the manufacturing process is automated, with minimal human intervention. The current controls in place for the manufacturing process include: personnel involved in the assembly process are trained yearly to gowning and de-gowning procedures and current good manufacturing practices, production technicians are trained on the insyte assembly and packaging housekeeping standards, and there are in-process and out-going inspections in place to check for foreign matter. As no cellulose material is used in the machine, the actual foreign matter source could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 22ga x 1in had foreign matter. The following information was provided by the initial reporter: foreign material discovered in angio cath 22g.